Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time has less than one hour. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Problem description: crack in light house assembly. Description: 8100, lvp m2 lab observations (condition of unit as received): the lvp has cracked on door and door cover. Investigation summary: lvp was hit hard by external force causing the light house to crack. Light house is part of the door assembly. The door cover is also crack. Conclusion: root cause is handling. Rework: replace door cover tc10010832 and door tc10010213. Disposition: route to service for normal process.